Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: after a suction maneuver, the device continued to show a maximum expired tidal volume (vte) of only 100 ml before it started working correctly. Several attempts to change the mode did not improve the situation. The device was replaced and functioned perfectly with a new tubing system.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation and the analysis of the logfiles confirmed that there was no malfunction of the device. The most likely root cause was dirt or fluid inside the proximal flow sensor or sensing line which are part of the breathing circuit set. After the breathing circuit set with proximal flow sensor was replaced the issue was solved. The incident occurred during start-up and the device did what it was expected to do i.e. Give an alarm and notify the user about the issue. The breathing circuit set had not been cleaned and prepared properly.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: after a suction maneuver, the device continued to show a maximum expired tidal volume (vte) of only 100 ml before it started working correctly. Several attempts to change the mode did not improve the situation. The device was replaced and functioned perfectly with a new tubing system.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.